Event description:
Customer reported receiving a no delivery alarm on the insulin pump. Customer reported that after a set change, he received another no delivery alarm. Blood glucose level was reported to be 380 mg/dl at the beginning of the call, but customer was able to lower it to 230 mg/dl. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
Evaluated one opened/used reservoir. Inspected the reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test as follows: reservoir filled with diluent, and connected to a new infusion set. Installed the reservoir and connector into an insulin pump. Performed pump manual prime and fluid went through the infusion set and out the catheter tip. Conclusion: the reservoir was not occluded.